Event description:
It was reported that a clearlink system extension set leaked at the port. The issue was identified during priming prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction made to e1: (B)(6). Correction made to f10/h6: component codes: replace g04001 with g04135 h10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph showed only the packaging and not the actual sample, therefore an investigation of the sample could not be performed. The reported condition therefore could not be confirmed or refuted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.